Manufacturer narrative:
Patient date of birth and weight were not provided for reporting. Patient was reportedly born in (B)(6). Exact date of event is unknown. Reportedly, patient heard a crack-sound in the area of the right hip on (B)(6) 2017. This report is for one (1) unknown nail. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. (B)(6). (B)(4). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that the patient heard a crack-sound in the area of the right hip on (B)(6) 2017. Since then the discomfort increased. The x-rays show a not consolidated pertrochanteric femoral fracture as well as a broken proximal femoral nail antirotation (pfna) through the blade hole. The revision surgery took place on (B)(6) 2017 by implanting a blade plate. No further information was provided. This report is for one (1) unknown nail. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.